Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: flat creases, the device was broken shell, missing shell and black particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated. Based on the device analysis the final assessment is: a broken in the side posterior assessed as surgical damage.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.